Manufacturer narrative:
The hill-rom technician found the right caregiver control board needed to be replaced. It is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control panel operate correctly. Use your phone or tablet and its charger to make sure the usb port operates correctly. Repair or replace the siderail if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right caregiver control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head articulation was moving up and down on it's own. The bed was located at the account. There was no patient/user injury reported. (B)(4).